Manufacturer narrative:
Catheter model 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an increase of pain 10/10; the right leg pain was the worst noted on (B)(6) 2011 and on (B)(6) 2012. An MRI with contrast was performed on (B)(6) 2012 and revealed possible catheter irritation of existing arachnoiditis. The catheter was replaced on (B)(6) 2012. The patient outcome was noted as resolved without sequelae on (B)(6) 2012. The drugs in the pump were dilaudid, baclofen and bupivacaine.